Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has experienced high blood glucose. It was stated that the insulin pump was alarming no delivery; some of them occurred during prime and the others during first bolus. Last time it happened was after changing the infusion set. Blood glucose value was 120 mg/dl and after breakfast the customer treated with bolus and received a no delivery alarm. Customer's father disconnected and reconnected the reservoir and tubing, finished bolus and about an hour and half the blood glucose level was 475 mg/dl. It was resolved by changing the infusion set. It was stated that occasionally there are bent cannulas. Most recent reading is 92 mg/dl. Nothing further reported.